Manufacturer narrative:
A review of the manufacturing records is being conducted. Additional devices used include.

Event description:
In 2009, the pt was implanted with the gore excluder aaa endoprosthesis to treat a common iliac artery aneurysm. The physician performed coil embolizing into the right internal iliac artery and bypass surgery from the left external iliac artery to the left internal artery prior to the gore excluder aaa endoprosthesis implant. During surgery, a distal type I endoleak was noticed due to a lack of wall apposition and the physician extended the device intentionally covering the transposition internal iliac artery. The following day, the pt presented with bowel necrosis and an enterectomy was performed. As of two weeks later, the pt remains in the hospital.